Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert for undefined high defibrillation impedance. In addition, oversensing was noted on the right atrial (ra) lead. Lead revision occurred on the ra lead. Both rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.